Manufacturer narrative:
Correction

Manufacturer narrative:
Plant investigation: review of the instructions for use (IFU) and/or device label determined the described situation is adequately addressed. The complaint sample was not available. The provided picture confirmed the reported failure. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Furthermore, only a small number of reserve samples are available. Therefore, the retention sample analysis was not performed. St. Wendel dialyzers are 100% tested for leaks, by performing both bubble-point testing and air testing during sterilization. Poor storage and handling processes can result in detachments of the potting compound. A batch record investigation was performed and all product was found to be conforming to specifications, and released without any discrepancies.

Event description:
It was reported that a dialyzer blood leak occurred five minutes into a patient's treatment. The dialyzer in use was an f60s from batch b1bb14100. The complaint sample was not available. The estimated blood loss (ebl) volume is unknown. No additional information could be obtained.